Event description:
Healthcare professional reported for unknown side "one of the implants that the physician was about to implant ruptured". Device was not implanted. Back-up device was used to complete the surgery.

Manufacturer narrative:
Photo evaluation: lab analysis noted: visual analysis of the returned device identified: underweight, opening, underweight, stress mark, red particles in the gel. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: the device was not implanted.

Event description:
Healthcare professional reported for unknown side "one of the implants that the physician was about to implant ruptured". Device was not implanted. Back-up device was used to complete the surgery.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted.